Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with superior nasal flap wrinkle and an inferior micro striae in the right eye (od) post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision and was unaware of the wrinkle in flap. The patient had a mild, intermittent foreign body sensation every few days. The surgery center reported the best corrected visual acuity after refraction was 20/25 on the od, and 20/25-2 on both eyes. Both eyes are better than the bcva pre-treatment. The patient reported the symptoms are not interfering with daily activities. The patient is scheduled for a flap stretch consultation. Bcva from (B)(6) 2018: right eye pre-op 20/25 -3.25 x -4.50 x 15, left eye pre-op 20/30 -3.25 x -6.00 x 172. Bcva from (B)(6) 2018: right eye post-op 20/20 .25 x -1.25 x 115, left eye post-op 20/20 .50 x -1.00 x 100.